Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during flap creation procedure, a small area of the bed was not incised properly and was unable to lift the flap in the patient's left eye during lasik surgery. As a result, the surgery was cancelled.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the surgery date. Latest preventive maintenance confirmed device met specifications as per service installation record. The review of logfile for the day of treatment shows that the user successfully performed the energy, ablation check and vacuum check. The logfile shows thirteen successfully performed treatments. The reported treatment could be identified in the logfile. The surgeon missed vacuum two twice during the docking process/before the treatment. Patient interface was docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction two value, and the overall time for the surgery was forty seconds. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).